Event description:
It was reported that a minicap disconnect cap was broken. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was not available for evaluation, however, a picture was provided. Inspection of the photo identified that the cap was broken, confirming the reported condition. The cause of the broken cap was not able to be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.